Manufacturer narrative:
During troubleshooting, the customer revealed they do not mix the vials to resuspend the cells prior to loading the reagents on the provue ( they expect the provue to mix the cells). Cts advised the vials be manually mixed prior to being loaded on the provue and also whenever the provue is idle for 2 hours or more. Cts encouraged the customer implement this practice immediately to ensure the cells are resuspended as indicated by the user's guide. The customer stated they will do so the instrument has been investigated. On (B)(6) 2013, an ocd field engineer (fe) arrived at the customer site and checked the incubator temperature (incubator 1 at 36.9, incubator 2 at 24.0 ). The centrifuge speed is at 993 rpm's. All reagent spinners are working correctly. The instrument is operating as expected. No repairs needed. (B)(4).

Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.